Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v876552, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that patient had lost 45 pounds and neurostimulator (ins) would be sticking out when she sat down. It was indicated that it had been going on for about a month. The patient ins was repositioned buried farther up 3 days prior to this reported. It was reported that on the day of this report, patient experienced loss of therapeutic effect. The patient was not going to the bathroom as much and she felt as if her bladder was full but could hardly go at all. It was noted that the device was at 0.0v and when patient tried to increase she reviewed seeing upper limit reached screen. It was also indicated that on the day of the surgery to reposition the ins, the health care provider told the patient that the ins was already off and patient was not sure how it was turned off. It was indicate that patient had met with company representative on tuesday prior to reposition surgery. Additional information reported a week after, indicated that patient ins was sticking out and made her sitting uncomfortable. A follow-up report will be sent if additional information becomes available.